Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device made unusual sound. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: physically broken. The handpiece socket has deteriorated. Missing rubber foot. The repair of the device was however declined and was returned to the customer unrepaired. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the that the vapr 3 generator device had an unusual sound. During in-house engineering evaluation, it was determined that the device was physically broken. There was no procedure nor patient involvement reported. No additional information was provided.